Event description:
After surgery was complete, the wound was cleaned with sterile h20 then dried. Applied histoacryl to incision site. It started to smoke, redness to wound edges. Dates of use: 2009. Event abated after use stopped or dose reduced? Yes.